Manufacturer narrative:
The electrode lot number and expiration date were not provided. Calibration was last performed on (B)(6) 2025 and was acceptable. The qc recovery data provided from prior to the event was acceptable. The alarm trace showed abnormal sample probe aspiration errors. The field service engineer (fse) found a defective syringe seal and pinch tubing and replaced them. The fse also cleaned crystallization off of the side of the cartridge compartment. A precision test, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas 8000 cobas ise module. The customer was prompted to repeat previously run patient samples as qc was outside of the acceptable range later in their shift. Sample 1 had an initial sodium result of 133 mmol/l. The sample was repeated on another module and the repeat result was 141 mmol/l. Sample 2 had an initial sodium result of 132 mmol/l. The sample was repeated on another module and the repeat result was 138 mmol/l. Sample 3 had an initial sodium result of 133 mmol/l. The sample was repeated on another module and the repeat result was 139 mmol/l. The repeat results were deemed correct.